Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3387s-40 lot# v325832 serial# implanted: 2009(B)(6) explanted: product type lead product ID 3708660 lot# serial# (B)(4) implanted: 2009-(B)(6)explanted: product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that there was a complete replacement of the dbs system with surgery. The issue was resolved. The patient was having great therapy benefit until recently they were having a shocking sensation in the side of their face and decreased tremor control. Attempts were made with little progress. There was one open channel suggesting a lead of contact issue. Because of the side effects it was decided to explore the wires and perform impedance testing. When exploring it was found that the wire had breakage. The connection point had migrated significantly in significant fashion into the spine. That was originally over in the skull. The migration had occurred over many years. Since the portion of the wire was broken it was disconnected and checked, and all 4 contacts were found to be with high impedances. The patient would be scheduled to have another surgery to replace the lead. During the test the lead placement made the patient have some side effects of tremors, numbness, and tingling. The lead was then placed further and the issues resolved. The old product was explanted and the new one was put in place. There were no further complications reported.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3387s-40 lot# v325832 serial# implanted: 2009-(B)(6)explanted: product type lead product ID 3708660 lot# serial# (B)(4) implanted: 2009-(B)(6) explanted: product type extension correction to include missing info. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cause was likely from the extension wire dramatically pulled downward on the left. That did not happen passively. The event during the mammogram during the event could've cause it. On (B)(6) -2018 the extension wire revision with intraoperative impedances. Impedances revealed lead issues. (B)(6)-2018 left lead removal and replacement. The issue was resolved. The device was explanted. There were no further complications reported.

Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot# v325832, implanted: (B)(6) 2009, product type lead product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: v325832, (B)(6), (B)(4); product ID: 3708660, serial/lot #: (B)(4), (B)(6), (B)(4) applies to both lead and extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported the patient said they had surgery (B)(6), they did a stimulator implant and an extension wire along with the generator and was wondering if they could obtain the medical records for the notes during the surgery. The patient said the reason for the surgery was a fractured wire deep in their brain. They asked if any falls or trauma occurred and the patient said no, but that the doctors thought it must have happened from a significant amount of force, and they had a mammogram and they insisted on getting really close to their stimulator and when they pulled down it hurt really bad. The patient was afraid they were tearing the stimulator away from the scar tissue or something because they started losing control of their motor skills in their right hand right after the mammogram. The patient said they were starting to get slow tremors even when they were up to 4.4v and they weren't getting full relief like it was before their mammogram. The patient said it occurred in august of last year. The patient said they started getting t ingling in their tongue in march of this year, and also surges of stimulation in their arm, hand, and side of their face, then the doctor found the inter-cranial fracture in the wire. The patient clarified that the fractured wire was discovered in (B)(6) 2018 and then did the surgery (B)(6). There were no further complications reported.